Manufacturer narrative:
Reporter is jnj representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine inspection of sets, one (1) bolt cutter cutting edge was chipped, two (2) depth gauge outer sleeve falls off due to missing bearing, one (1) depth gauge has a broken tip, one (1) guide sleeve has a broken/bent tip, one (1) cannulated stardrive twisted tip, two (2) screwdrivers has a broken tip. One (1) driving cap has a broken tip, one (1) extraction instrument was stripped insertion threads, one (1) handle with quick coupling has a broken handle, one (1) handle sleeve with unknown allegation: one (1) torque limiter and one (1) tension holder driver won't lock, and one (1) drill sleeve has an unknown allegation. There was no patient involvement. This complaint involves fifteen (15) devices. This report is for (1) driving cap/threaded this is report 7 of 8 (B)(4)related product complaint:(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6; part: 03.010.523, lot: 9065817, manufacturing site: bettlach, release to warehouse date: 18. December 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the driving cap/ threaded (part#: 03.010.523, lot#: 9065817) was received at us customer quality (cq). Upon visual inspection, it was observed that the threaded distal tip of the complaint device was broken off at the fifth most proximal thread form. The device had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues were consistent with normal wear. No other issues were identified with the device. Device failure/defect identified? Yes. Dimensional inspection: measured dimensions: groove od = conforming. Shaft od = conforming. Document / specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: the complaint condition was confirmed for the driving cap / threaded (part#: 03.010.523) as the threaded distal tip was broken off at the fifth most proximal thread form, and therefore broken. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use (off-axis or excessive hammer blows based on the numerous dents on the proximal surface). There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings a pie has been launched to address the identified issue. The need for further corrective / preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within the pie. A sustaining engineering ticket has also been opened to address this issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.